Event description:
Caller reported a malfunction on the pump, noting that the screen went dark and would not turn on even after several attempts to power it up. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to try various steps to reset the device, but they were unsuccessful, leading to the decision to replace the pump. The customer was informed they would receive a replacement pump with updated software and acknowledged the necessary procedures for returning the defective pump and setting up the new device. They confirmed their understanding of using multiple daily injections (mdi) as a backup therapy and agreed to the provided instructions for returning the faulty pump to tandem within ten days to avoid being billed.